Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a no disposable clamp tubing alarm occurred. The patient was instructed the patient to stop and restart the pump. The pump was then running correctly. No patient injury was reported.